Event description:
It was reported that two days after insertion of the iab, the pump experienced helium leak alarms. Because of this, the iab was removed and replaced. There were no pt complications.